Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations and there was no arcing observed. The instrument passed the electrical continuity test. The instrument was fully functional. There was no thermal damaged yaw pulley that would have resulted to arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument arced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing out of the ordinary was observed. After observing the issue, the instrument was changed to the backup.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.